Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The patient went to emergency room and got hospitalized for six hours. The blood glucose was high above 500 mg/dl and got treated with intravenous and fluids of saline and insulin. The issue occurred with two infusion sets. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.